Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on an unknown date. According to the complainant, post-procedure, the patient presented with an unspecified injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Additionally two implant dates were also reported. However, it is not known which procedure was performed on which date. Implant dates are (B)(6) 2010 and (B)(6) 2012.